Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 162 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. A cartridge change was performed and insulin deliveries were successfully resumed. The following day, an additional occlusion alarm occurred. Although requested, the customer declined to perform troubleshooting with tandem technical support regarding the occlusion alarm.